Event description:
Per the clinic, the patient was explanted due to facial nerve stimulation. The results of an integrity test (date not reported) indicate normal device function.the patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.